Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the very calcified right coronary artery. After pre-dilation was performed two times with emerge balloon catheter, a 24 x 2.75 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was attempted to be removed several times, but the stent was caught in the lesion. The physician attempted to pull the device a little bit harder; however, the inner lumen catheter broke leaving a part inside the patient. The broken device was then recovered with a guidewire and by pulling it out. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the distal rows 1 to 4, with stent struts stretched distally. Visible medium resembling blood was noted on the distal section of the device around the damaged stent struts. The undamaged section of the crimped stent maximum od (outer diameter) measurement was within the maximum crimped stent profile measurement. The tip was visually and microscopically examined and signs of damage were noted on the distal edges of the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found that the device was returned in three separate sections. A hypotube break was noted at approximately 240 mm from the distal end of the strain relief. There were multiple hypotube kinks noted as well during analysis. A visual and tactile examination of the inner and outer lumen and mid-shaft section noted a second shaft break in the shaft polymer extrusion, the mid-shaft was broken at 109 mm distal from the hypotube/mid-shaft bond leaving the core-wire exposed, several kinks were noted on the core-wire. Extrusion shaft kinks were also noted on the distal side of the port exchange site and the outer extrusion was twisted and stretched. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the very calcified right coronary artery. After pre-dilation was performed two times with emerge balloon catheter, a 24 x 2.75 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was attempted to be removed several times, but the stent was caught in the lesion. The physician attempted to pull the device a little bit harder; however, the inner lumen catheter broke leaving a part inside the patient. The broken device was then recovered with a guidewire and by pulling it out. No further patient complications were reported and the patient's status was stable.